Event description:
Patient was revised to address dislocation attributed to the stem position. Evidence of disassociation has also been identified.

Manufacturer narrative:
Examination of the returned stem finds nothing outward to suggest product error. Only expected damage from extraction is noted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Evidence of disassociation of the liner and cup is also identified. Device evaluation did not however identify or verify product error with regard to the disassociation. It appears the liner was not properly engaged with the acetabular cup. Review of the device history records for the acetabular cup did not reveal any related manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
.

Manufacturer narrative:
This is a duplicate report of 1818910-2009-06884. This report, 1818910- 2009-07723, is being rejected; 1818910-2009-06884 is being kept for investigation purposes.

Manufacturer narrative:
Previous examination of the returned stem did not confirm or suggest product error. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.